Event description:
Additional information received from the patient indicated that sores began as a small, white blemish, but then turned red and got longer. It was noted that the sores itch intensely, and turn black and hard once they stop itching. To help with the itch, the patient took (B)(6) and rubbed cortizone 10 on them. The sores mainly itched at night. The patient mentioned that the sores are still coming up, and continue to spread. They made the patient feel like they were burning inside. They went to their private hcp when there was one sore. The hcp thought it was a skin infection, but nothing showed up on any of the tests. The dermatologist could not find an explanation either. The patient remembered that they had began to itch immediately after the implant, and it had never completely healed. The patient indicated that the ins led to the itchy sores. The ins was scheduled to be removed on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.